Manufacturer narrative:
One unit was received along with original packaging. Visual inspection confirmed that the female luer was broken. A digital microscope was used to further inspect the point of breakage and determine if the component was subjected to stress. The breakage was clean. Further molding review was conducted and root cause was determined to be related to a variation in molding. Notifications were sent to appropriate production personnel and suppliers to create awareness for this variation. A DHR was conducted on the provided lot numbers and confirmed that no discrepancies were found during manufacture and appropriate inspections were completed.

Event description:
Information was received regarding a level 1 hotline accessory. It was reported that before opening the package, the customer noticed the connector was broken. There was no patient injury.